Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's endotracheal tube (ett) cuff was leaking during the night, resulting in ongoing reduction of cuff pressure. Per reporter, the leak continued and the patient became unstable, prompting a tube exchange. Reporter stated that during the exchange, due to the patient airway swelling and difficult anatomy, a code blue was activated. The anesthetic team arrived and successfully inserted another size 8 ett using a high-profile ventilator and glidescope. Upon examining the defective ett, they did not observe any obvious external damage. However, during a leak test with water, a significant leak was noted at the connection between the tube and the balloon.

Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done the reported issue can be duplicated. The root cause is due to a welding error during manufacturing. A lot history review could not be conducted because no lot number was provided.